Manufacturer narrative:
(B)(4). Follow up. It was reported that the metal portion of a needle became loose at its base. As a physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, one photograph was provided and reviewed by the quality team. The image depicts a syringe with a needle assembly lacking a plastic shield. No visible defects or abnormalities were observed. A device history record (DHR) review was completed for material number 305109, lot 4332075. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the provided photograph, the reported symptom could not be confirmed. In the absence of a physical sample, a probable root cause could not be determined.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that the metal portion of a needle became loose at its base. To support the investigation, eight samples in sealed blister packaging and one photograph were provided and reviewed by the quality team. A visual inspection was conducted, and no defects or imperfections were observed. Each sample underwent needle pull force testing, with all results falling within the specified acceptance criteria. The image depicts a syringe with a needle assembly lacking a plastic shield. No visible defects or abnormalities were observed. A device history record (DHR) review was completed for material number 305109, lot 4332075. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the returned sample, the reported symptom could not be confirmed.

Event description:
Description: it is reported needle became loose form hub. Event details: material # 305109 lot # 4332075 we had a serious lab incident where the metal portion of a needle became loose at the base (see picture below) causing potential exposure to hazardous material for an employee. Fortunately, none of our employees were harmed but this caused testing delays, and we were required to report the incident per federal regulations. We still have five cases of this lot unused and was wondering if there are any known issues for this lot or a recall situation? We would at least like to report it to the manufacturer just in case. Occurrence: 1 patient impacted? No patient impact (desc.): no date of event: (B)(6) 2025

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.